Manufacturer narrative:
The device was returned for inspection, finding air/water cylinder had discoloration; suction cylinder had discoloration; forceps channel port had a dent; control unit was dirty due to water leakage; suction connector had a scratch; electrical connector was dirty due to water leakage; due to wear of angle wire, bending angle in up direction does not meet the standard value; light guide lens had a crack; bending tube was deformed and connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera ii colonovideoscope, to the olympus service center for inspection. Upon inspection and testing of the returned device, it was observed that jet tube had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It was also discovered that there was insufficient angulation which was presumed to have been caused by excessive stress. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.